Manufacturer narrative:
H10 this supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The charged coupled device was found to be defective. Based on the results of the investigation, a definitive root cause could not be established. However, it is likely the following led to the malfunction: - unacceptable tension in the area of the "charge coupled device (ccd) w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "cord holder to bumper sleeve" - unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to cord holder before the bumper sleeve is joined - pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the objective frame had a dented edge, the outer tube was dented, the light guide tip was loose, the video connector had minor cracks on the side and the image was green. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the laparoscope had a bright green image appear on the screen when plugged in. The issue was found during preparation for use. There were no reports of patient harm.